Event description:
The user facility reported that water was leaking from their reliance 444 washer and into the room where the unit is located. No injuries, procedural delays/cancellations or property damage reported.

Manufacturer narrative:
A steris service technician inspected the washer and found that there was a leak on a copper pipe located behind the unit. The technician repaired the pipe, ran test cycles and returned the unit to service. The washer is under steris service contract and was serviced on (B)(4) 2012, when the unit was found to be operating properly; no leaks were noted.